Event description:
Per several physicians of our organization, from both anesthesia and otolaryngology, there are concerns of this endotracheal tube having a "rigid" feeling tip with a massive cuff. The internal size is too narrow to allow the bronchoscope through and has been too wide and stiff to allow for successful intubation. One patient involved was admitted to cticu(cardiothoracic intensive care unit) with airway trauma. There are also several patients scheduled for bronchoscopy to evaluate their airways.